Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue and noted that there was no sign of any electrical failures in the iabp log files. The stm performed autofill and pumping on the iabp unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check by the customer for a training, the screen for the cs300 intra-aortic balloon pump (iabp) shuts off on its own. There was no patient involved an no adverse event was reported.